Event description:
It was reported that the spring wire guide (swg) was inserted without difficulty. When dr tried to insert catheter over swg, the catheter "would not pass" and catheter became stuck. Assembly was exchanged. Upon removal, a kink was observed in catheter. A new guidewire and iab were inserted without further difficulty. There were no reported pt complications.